Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify rewind, no button response ,missing segment/partial display and low battery alarm due to frozen display. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s lite button was sticks, insulin pump was stuck at one point and would not deliver insulin and had to reboot it twice to get it to restart, had to restart the rewind to complete scratched screen, condensation inside the screen and frequently battery changes within 1.5 weeks. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.